Event description:
The customer reported that during a rectal peritoneal lipoma resection, the device's coagulation and vessel sealing performance was not sufficient. End tones, indicating completed seal cycles, were heard but oozing occurred. A monopolar device was then used to cauterize, suture and ligate the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date it has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtain, a f/u report will be submitted.